Event description:
Informatiion received indicates that during device removal a partial detachment of the distal tip component occurred. The hcp indicated the device was successfully removed with no patient effect. Visual inspection of the unit during set-up and before use found no problems noted.